Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Battery depleted. Nothing in event history log related to customer reported problem. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced keypad. Performed power up process and all functional tests passed.

Event description:
It was reported that the device's keypad is not working. No patient injury was reported.